Event description:
The customer called to report failed battery test alarms. The customer stated that back in january, the battery exploded and leaked acid inside the battery compartment. The customer also stated that the battery cap was damaged. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. Unable to test for the failed battery test alarm or the operating currents due to the blank display. The insulin pump had cracked battery tube threads.